Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that several attempts were made to detach the coil; however, the coil did not detach. During removal, approximately 3cm of the coil unexpectedly detached. The coil was then advanced and implanted in the intended area with a guidewire. There was no reported intervention or patient injury.

Manufacturer narrative:
The pusher was returned for evaluation; however the implant coil was not attached to the pusher and was not returned. The introducer and v-grip were not returned. The strain relief on the distal heater coil section appeared burnt. The gold connector had a kink on epoxy (e3) joint. Resistance of the system was measured, and noted to be in conformance. The pusher was broken at the pet transition. The attachment tether was removed from within the body coil to expose the kind of detachment the device underwent. Since the monofilament had a mushroom and had a rebound of 0.180', it indicated a thermal detachment investigation of the device confirmed there was a thermal detachment of the implant coil, although it was reported that the coil did not initially detach. There were no discrepancies noted on the device, and other than the detached coil, the device was in specification. A root cause for the unexpected detachment cannot be determined, as conditions of use cannot be recreated in the laboratory setting and the coil was already detached from the pusher upon return.